Manufacturer narrative:
(B)(4).

Event description:
It was reported "touchscreen inoperative". Additional information received stated that "the touchscreen was not working, and the staff was not able to use the start pump button. The staff did not attempt to start pumping from the pump on/off hard key, she switched to a different pump with a delay in therapy of about 2 minutes. The staff was able to start pumping on the second pump without any further issues. The original pump had to be power cycled to get the touchscreen to work again". No patient injury, harm, or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally, no recorder strip was returned for investigation. According to the event details, the touchscreen issue was resolved after a power cycle. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported "touchscreen inoperative". Additional information received stated that "the touchscreen was not working, and the staff was not able to use the start pump button. The staff did not attempt to start pumping from the pump on/off hard key, she switched to a different pump with a delay in therapy of about 2 minutes. The staff was able to start pumping on the second pump without any further issues. The original pump had to be power cycled to get the touchscreen to work again". No patient injury, harm, or consequence reported. Patient condition reported as "fine".